Manufacturer narrative:
The customer is not required to return the product as this complaint is related to the established investigation per the procedure. The investigation conducted a non-conformance review of the reported lot number. No deviations were identified, and all corresponding production release specifications defined in the device master record were met. The root cause of this event was determined to be related to the manufacturing process. The following contributing factors were identified; inadequate in-process testing to detect weak aiv (auto infusion valve) welds, inadequate training for aiv operators to conduct the ¿squeeze/pinch test¿ between the top and base, and design factors. An internal investigation was completed and action was taken to address each of the contributing factors identified. Actions include procedural enhancements, validation of new molds for the top and base to ensure continued control of critical dimensions and an enhancement to the aiv design to promote a better weld. Complaints are reviewed and monitored for adverse trends on a monthly basis. An adverse trend has been identified related to broken fluid air exchange components. This event is associated with this trend. A non-conformance investigation was conducted; corrective and preventative action implementation is on-going. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action is warranted at this time the manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in h.6. And h.11. The product was not received at the investigating site for this complaint report; visual inspection or functional testing could not be conducted. Product is expected but has not been returned to date. Receipt of complaint product or additional information pertinent to this complaint will result in re-evaluation of the complaint investigation. The investigation conducted a non-conformance review of the reported lot number. No deviations that could have contributed to this event were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information received, the investigation was unable to conclusively identify the root cause for the reported event as a product was not returned for evaluation. The root cause and its origin are inconclusive and further investigative, or manufacturing actions are not warranted at this time. No manufacturing-related deficiencies were found that potentially could have contributed to the complaint. No further investigative or manufacturing actions are warranted at this time due to the product not being returned to the manufacturing site for testing. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all company products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that no water had come through the infusion tubing during vitrectomy surgery. The surgery was completed on the same day after replacing the product with another one. There was no patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).